Event description:
The account alleged that the brake pedal was stuck in brake mode and would not release. No injury reported.

Manufacturer narrative:
The account replaced the brake detent to resolve the issue.